Manufacturer narrative:
Device for treatment, not diagnosis. This report is for an unknown volar locking plate /unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal, ¿retrospective comparison of external fixation versus volar locking plate in the treatment of unstable intra-articular distal radius fractures¿ (2014) coskunol, e., karapinar, l., kucuk, l., kumbaraci, m., and kurt, c. European journal of orthopaedic surgery and traumatology, 24:173¿178 (online publication date: 2013, february, 16). Thirty-four patients (18 men, 16 women; mean age, 48 ± 16.2 years) were treated with open reduction and internal fixation using distal volar radius plates (hand innovations, (B)(4)) and 2.4-mm volar locking plates (synthes, (B)(4)) with the modified henry approach. These patients constituted the volar plating (vp) group. The vp group patients were operated by two different surgeons at a training and research hospital. One patient in the vp group experienced complex regional pain syndrome. This is report 1 of 1 for (B)(4). This report is for an unknown volar locking plate. There was no reported product problem. This report is for 1 device.